Event description:
Laparoscopic suction (conmed) has been getting stuck in the "on" position/ buttons get stuck and unable to use. Model: cd8300. Pt code: 4582. Device code: 4063. Ref report: mw5186035.